Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was observed, as a needle to cuff miss. A review of the lot history record revealed, no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate, a lot specific quality issue. Reportedly, a femoral imaging was not performed. It should be noted, that the perclose proglide instructions for use states, perform a femoral angiogram to verify, the location of the puncture site. The investigation determined, the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication, of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Device code (B)(4)- a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional carotid angioplasty procedure. Reportedly, no femoral angiogram or other imaging was taken to verify the puncture site. The sutures came out with the proglide device when it was removed after deployment. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.